Manufacturer narrative:
A siemens customer engineer (cse) was dispatched to the customer site. The cse performed a total service visit, verified pipetting, wash and substrate operation. The cse also performed preventive maintenance and did not find any problems contributing to the low result for turbo ipth. Quality controls (qc) and precision results were also within specifications. The cause of the falsely low turbo ipth result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low result was obtained during surgery for turbo intact parathyroid (ipth) on one patient sample on an immulite 1000 instrument. The physician(s) questioned the result expecting it to be higher. The sample was repeated twice on the same instrument and resulted higher. The higher results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low turbo ipth result.

Manufacturer narrative:
The initial MDR was filed on 24-may-2018. Additional information (16-july-2018): based on the information provided by the customer siemens headquarters support center (hsc) has determined that a potential cause for the discordant result could have been due to the water lines not being primed sufficiently, as the repeated result was the correct and expected value after the system was primed. No further evaluation of the device is required.